Event description:
A professor in another country reported having some pts who are wearing contact lenses and were diagnosed with acanthamoeba infection. The pts reported using several brands of contact lens solution including renu multiplus multi-purpose solution before developing the infection. The specific brand names used were not provided and it could not be confirmed if a specific pt was using renu multiplus multi-purpose solution. No medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.